Manufacturer narrative:
Patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was supported by pvad and on (B)(6) 2013, care was withdrawn. No additional information was provided.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. No product available for investigation. The vad instructions for use lists death as an adverse event that may be associated with the use of the vad system. No further information was provided. The manufacturer is closing the file on this event.